Event description:
It was reported that a malfunction occurred with the pump after being left in a hot car, displaying malfunction code malf 6. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to revert to multiple daily injections (mdi) and use a backup insulin pump until the replacement with updated software was received. The customer acknowledged the need for training before using the replacement pump. Steps for returning the problematic pump were provided and understood.